Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(4) on behalf of a patient alleging that their onetouch ultravue meter read inaccurately high compared to a calibrated laboratory device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the reporter. The reporter stated that the alleged product issue had occurred at 7:30am on (B)(6) 2018. At this time, the patient obtained a blood glucose result of ¿17.5mmol/l¿ with the subject meter and ¿11.3mmol/l¿ on the calibrated laboratory device within 10 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The reporter was unsure how the patient manages their diabetes but stated that around half an hour after the alleged inaccurate results were obtained the patient was given 6 units of insulin from their doctor. A further half an hour later the patient developed symptoms of ¿sweaty, weak and dizzy¿; symptoms which were associated with hypoglycemia. The patient¿s blood glucose was measured when they felt symptomatic and a result of ¿over 4mmol/l¿ was obtained on an unspecified device. The patient was given a glucose drink by the doctor by means of treatment. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and an approved sample site was used to obtain the alleged inaccurate result. The test strips were not open longer than their discard date, expired or improperly stored and the test strip vial was not damaged. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate high results with the subject meter.